Event description:
It was reported that pump got wet and then pump screen went dark and would not turn on, while red light around pump button blinked and pump vibrated repeatedly. There was no adverse impact to the customer's blood glucose level. Customer was in warranty, switched to multiple daily injections for insulin delivery, and was instructed by technical support to attempt charging, then to place pump into storage mode, return pump with a prepaid label, and set up and connect replacement pump with prior settings and cgm, and pump was scheduled for replacement.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown mobile os: unknown.